Manufacturer narrative:
D9: product received date 2/28/2025. H3: one device was returned for repair with complaint that the device had error code 1871. Service history review identified the complaint was not related to a previous service of the device within the review period. Error 1871 was found in the event history logs. Reported problem "error 1871" was verified by functional testing. The cause was broken optical switch wire. Replaced optical switch to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 1871. There was no patient involvement, and no patient harm/adverse event reported.